Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, curved opening, broken shell, around 0-25% of the shell is missing . A leak test was performed and found one opening and a broken shell. A microscopic analysis identified broken shell with striated edge on the posterior side assessed as surgical damage, nicks and a linear smooth opening on the anterior side in the same location of crease assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage missing shell that is assessed as inconclusive and a smooth crease opening assessed as a fold flaw opening. The reason for reoperation is deflation.